Event description:
It was reported that there was a stored signal artifact monitoring (sam) with this pacemaker. Technical services (ts) analyzed device episode data and found that the sam episode was appropriate due to the presence of noise and oversensing related to the minute ventilation (mv) feature. There was also a pacing lead impedance (pli) measurement of 2954 ohms on the right atrial (ra) lead, which was out-of-range (oor). The ra lead was a non-boston scientific product. Technical services (ts) recommended further monitoring of the ra lead, which the health care professional (hcp) was in agreement. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that there was a stored signal artifact monitoring (sam) with this pacemaker. Technical services (ts) analyzed device episode data and found that the sam episode was appropriate due to the presence of noise and oversensing related to the minute ventilation (mv) feature. There was also a pacing lead impedance (pli) measurement of 2954 ohms on the right atrial (ra) lead, which was out-of-range (oor). The ra lead was a non-boston scientific product. Technical services (ts) recommended further monitoring of the ra lead, which the health care professional (hcp) was in agreement. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.